Event description:
Additional information was received from the patient stating that nothing was changed and they were asleep and woke up hurting and went to check it was off. This was the first time this year that this happened. The seldom changed the settings on their unit, and usually left them on 0.9. The patient just turned the stimulation back on to resolve the issue.

Event description:
The patient reported the implantable neurostimulator (ins) was turning off/had turned off unexpectedly. There was nothing specific occurring that the patient was doing when it happened. The most recent time it occurred was when he was in bed. It woke him up, as there was a return of pain when it occurred. It was unknown if cycling was programmed. During the events, the patient confirmed the ins status with the patient programmer (pp) correctly. He needed to turn the ins on with the pp after it occurred and there was typically at least (B)(6) battery level left. It was suggested the patient keep a journal of the on/off incidents. The patient was to follow up with the healthcare professional (hcp). The therapy indication was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.